Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) device exhibited noise, intermittent loss of baseline. Rhythmcare provided recommendations for troubleshooting integrity of system, and x-ray imaging. The device remains implanted. No adverse patient effects were reported.